Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Blood glucose level was 400 mg/dl at the time of incident. Customer declined to troubleshooting for hyperglycemia and they corrected it with insulin pump. Customer reported that transmitter battery died last night and she woke up with high blood glucose. It was unknown whether the customer using auto mode feature at the time of reported event. Insulin pump will not be returned for analysis.